Event description:
Patient reported right side "small accumulation of water," "aware of the re-call" and "very bad feeling." Patient additionally reported the explanted device "did not look good." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: seroma and granuloma.